Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 10.8 mmol/l and 14.1 mmol/l on the patient's meter and 5.2 mmol/l and 8.3 mmol/l on an emergency meter.